Event description:
It was reported to philips that the energy of the electric shock is lower than allowable value.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The field service engineer (fse) evaluated the device and indeed found the energy output low. The device needs a high voltage capacitor. Upon conclusion of the evaluation, it was determined that the high voltage capacitor requires replacement. It was replaced. The device passed testing and was put back into service.